Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) channel. Technical services (ts) noted that the noise looked non-physiological, and there was pacing inhibition that resulted in an asystole. The clinician noted that they will follow up with the patient. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) channel. Technical services (ts) noted that the noise looked non-physiological, and there was pacing inhibition that resulted in an asystole. The clinician noted that they will follow up with the patient. The device remains in use. No adverse patient effects were reported. Additional information indicates that the patient is very symptomatic while running threshold tests when reaching loss of capture (loc). However, the patient is not symptomatic with the artifact. The physician may do further actions to determine if the artifact is true ventricular tachycardia (vt) or ventricular fibrillation (vf). The device remains in use. No additional adverse patient effects were reported.